Manufacturer narrative:
Date of event: unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, osteosynthesis based on femoral neck system was applied to right femoral neck fractures (garden 2 type). On or about (B)(6) 2018, the patient reported pain, and it was confirmed that implants had internally inverted. On (B)(6) 2018, the implants were explanted, and the revision surgery was completed with a replacing artificial bone head under bipolar hip arthroplasty (bha). The patient bone quality was reported as fragile. When the ti locking screw was removed during the revision, the anti-rotation screw and neck bolt completely lost fixation capabilities. The procedure was completed successfully and the patient status was reported as stable. Concomitant device reported: locking screw (part 412.212s, lot unknown, quantity 1). This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.168.475s. Lot: l712501. Manufacturing site: (B)(4). Release to warehouse date: 04.jan.2018. Expiry date: 01.dec.2027. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.